Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable is broken at the distal idlers. The idler pulley spins freely and was not damaged. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. The surface of the distal pulley also exhibited scratches. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the cable on the megasuturecut needledriver instrument was found to be broken.